Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered in is per the customer report of "approximately 10 days ago". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre 2 sensor detached after customer accidently fell and bumped sensor. The customer reported that because sensor detached, customer was unable to monitor glucose via sensor and subsequently experienced a loss of consciousness due to hypoglycemia. The customer was treated with glucagon injection by a third-party. There was no report of death or permanent injury associated with this event.